Event description:
Reporter stated that facility experienced one incident in which tubing leaked during prime of unknown solution. Leakage was noted coming out of cuts noted in tubing. It was confirmed that there was no pt or staff injury.